Event description:
It was reported that the patient underwent a scoliosis surgical procedure. It was reported that the tip of the driver broke off while tightening an end to end connector. The tip of the driver was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.